Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Investigation: samples received: no samples. Analysis and results: there are no previous complaints of this code batch. Without closed samples and/or defective samples a proper analysis cannot be performed. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 1.87 kgf in average and 1.76 in minimum and fulfilled ep specifications: 0.92 kgf in average and 0.31 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. No corrective/preventive actions required.

Event description:
The thread broke when the surgeon was completing a suture on a central venous catheter (cvc) fixation. When the surgeon was finishing the stitch, the thread broke somewhere in the middle of the thread. The surgeon replaced it with another suture to complete the surgery. The patient information unavailable due to the privacy protection.